Manufacturer narrative:
The fsr rebooted the unit multiple times and the issue remained. A spare occluder head was installed and the error resolved, determining that the issue was with the occluder head and not the module. The end user rarely used the occluder so they did not want a replacement at the time of the pm, just removal of the occluder head. The base operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the venous occluder module displayed a 'service module' message. There was no patient involvement.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the occluder head to lab use only (luo) testing equipment. The occluder calibration was successful and the occluder was opened and closed several times with no issues. The occluder functioned as intended.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.